Event description:
Revision of femoral stem due to implant fracture.

Manufacturer narrative:
Explanted components and additional event details were requested by the manufacturer but have not been received.